Event description:
A nurse was using a luer adapter with holder combination to draw blood. The holder separated from the luer adapter which remained stuck in port. When the nurse went to remove the luer adapter she sustained a needle stick injury from the non-pt end of the device. The pt and nurse were both tested and the pt was confirmed positive for a communicable disease. The nurse was treated in the emergency dept and started on medication immediately.

Manufacturer narrative:
A complaint history check yielded no other complaints documented for the reported lot number. There were no abnormal conditions reported in the DHR that could cause the defect; no quality notifications were noted. All process and final inspections complied with specification requirements. No product was returned by the customer for eval. However thirty (30) retains were evaluated. Eval summary: thirty (30) retain samples from lot 2222717 were evaluated for hub thread deformation and draw testing. There were no observations made for any of these 30 samples. Unable to confirm the reported complaint as being related to the mfg process. The device and reported condition will continue to be closely monitored.